Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from under their cycler during drain 2 of 5 of their pd end treatment. The patient stated that they were moving the cycler around on a cart and the cycler fell off of the cart due to the wheels on the cart being locked. The patient stated the cycler did not get damaged. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak did come in contact with cycler. The patient was advised to discontinue the use of their cycler and follow up with the patient¿s peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. The patient will perform an alternate treatment. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn stated that the patient stated that the fluid leak originated from the cassette door of the cycler. The pdrn stated that when they went to the patient¿s home they did not see any leaks. The pdrn also stated that when they looked at the patient¿s treatment data, it did not indicate that the patient did treatment on (B)(6) 2020. The pdrn stated that they do not believe the patient actually started treatment. The pdrn stated that the patient is non-compliant with treatment and the patient¿s lab show that they are non-compliant. The pdrn stated that the patient has performed 5 treatments in the month of (B)(6). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler. The pdrn stated that the patient has not tried to use the new cycler as yet. The liberty cycler set has been discarded and is not available for return to the manufacturer. The cycler is scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.